Event description:
It was reported that in 2009, the pt experienced a very loud sound, which was getting louder and was very uncomfortable. The pt removed his speech processor. Some external parts were exchanged, however without success. The following day, a tempo+ speech processor was tried with the same result. Three days later, an implant check was carried out, which confirmed that the device has malfunctioned. The pt was re-implanted four days later.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.